Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0206836126, implanted: (B)(4) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a tingling sensation and a headache the night of report. It was stated that after checking the patient, the patient¿s healthcare provider (hcp) thought the patient had ¿sacral cerebrospinal fluid exudation with electrode breakage.¿ it was noted the patient was ¿planning to have a replacement operation¿ at the time of report. Additional information stated the electrode breakage was confirmed. It was reported the ¿doctor excluded the related syndrome and double checked as [to] the electrode breakage.¿ it was noted the patient was ¿in hospital and waiting for the replacement operation¿ at the time of initial report. It was further noted the patient continued to experience a ¿tingling sensation and headache¿ two days after initial report. Additional information reported the patient¿s lead was replaced two days after initial report. It was stated that following the lead replacement was patient¿s symptoms were ¿well¿ and the ¿patient was good.¿ a supplemental report will be filed if additional information is received.